Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery catheter was unable to be cut open. The delivery catheter was removed. No patient complications have been reported as a result of this event.